Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter could not pass the sample graft mesh test; however, the repair was not completed because this part cannot be repaired. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that "the cutter is not performing to standard". No further information provided. No patient harm. No delay. The event occurred during testing. Repaired in our belrose repairs centre and returned to the customer. It was determined the cutter was not a subcomponent. There was no adverse event reported as a result of this malfunction.